Event description:
It was reported there was an end of service (eos) message when the device was interrogated. At the beginning of device interrogation session, the physician programmer displayed a prompt to enter the device serial #. After entering the serial #, before programming could be entered the device "timed out" and prompted for the serial # to be entered again. The reporter was unaware of any medical procedures the patient had where the patient was around electromagnetic interference (emi). The physician programmer batteries were changed and the interrogation was tried in a different room, and afterwards the issue "seemed" to resolve. The device then had to be programmed from the default factory settings to the patient's therapeutic settings. The reporter stated the event was due to a power on reset (por) condition caused by emi, however, the reporter did not recall actually seeing a por error message. The patient left the appointment with therapy on and functioning. The patient did not have any loss of efficacy during the event and was having "very good" clinical benefit with symptoms. The patient was going to have a follow up appointment in 2 weeks during which the device battery voltage and impedances will be measured. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The device was interrogated on (B)(6), 2012, and at that time there were telemetry issues. Two different physician programmers were tried, but neither one could establish telemetry with the device. The patient was in a room where there was no potential for emi. The patient also had had a loss of therapeutic effect since she was last seen by her health care professional. It was determined the battery was depleted, but the depletion was premature based on the longevity since implant. The device was replaced. For information following the battery replacement see MFR report # 3007566237-2012-00775.

Manufacturer narrative:
Concomitant medical products: lead model 3391s-40 lot #v259776 implanted: (B)(6) 2010, lead model 3391s-40 lot #v257753 implanted: (B)(6) 2010, extension model 7482a40 serial #(B)(4) implanted: (B)(6) 2010, extension model 7482a40 serial #(B)(4) implanted: (B)(6) 2010.

Manufacturer narrative:
(B)(4). The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no significant anomalies. There was no telemetry or output, and the battery was at normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.